Manufacturer narrative:
Product analysis: the protégé rx was returned for evaluation. No ancillary devices, cine, images or procedure notes were returned for evaluation. The device was removed from the packaging for additional analysis. When device was returned from facility, it was noted damaged. The protégé rx was received with the outer sheath pull back exposing the distal end of the stent. Approximately 1mm stent cell rows were exposed and flowered. The dark blue outer sheath is twisted and buckled at the distal portion of the print strain relief. There is evidence of the dark blue outer sheath had separated from its bond to the manifold, thus exposing the ss hypotube. The light blue outer sheath exhibits evidence of necking down and torsional twist . The outer was sliced to remove and inspect the stent. Visual inspection of the stent reveal no abnormalities or deformities. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a protege stent along with a spider fx in the treatment of a moderately calcified lesion in he mid common carotid artery with 85% stenosis. The vessel diameter and lesion length are 7mm and 8mm respectively. It was reported that after the spider was placed and opened, the delivery stent reached the narrow lesion and was ready to be deployed, but it could not be opened normally. Many attempts failed, so the problematic stent was completely removed from the body, and the same model of stent was used to complete the surgery. The operation was successfully completed and the patient had no discomfort. There was no patient injury reported.

Manufacturer narrative:
Correction: section g4: date manufacutrer received was reported previously as 21 dec 2019. Device analysis was concluded (B)(6) 2020 hence making the event now reportable. The aware date submitted in initial report is incorrect and this supplemental emdr is being submitted to correct this date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.